Manufacturer narrative:
Concomitant medical products: 6944-58 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. In addition, the right atrial (ra) lead exhibited possible far field r-wave (ffrw) oversensing. Both leads remain in use. No patient complications have been reported as a result of this event.